Manufacturer narrative:
During further investigation, a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management (pm) pcba was installed in a further investigation test ventilator. The ventilator powered up from ac and deliver breaths, the ac led indicator turn on, the charging led indicator illuminated and flashed, when charged the battery measured = 14.4 volts, the ventilator operated for 2 hours without failures and post was executed 25 times during this test and no failures occurred. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
To correct the finding of unit turning off, the service technician replaced the power management board. To correct the problem of unit failing the battery test, the technician replaced the lithium-ion battery. Periodic maintenance was performed. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed. The power management board arrived on 05/08/2017 to the v60 vent manufacturing facility. Evaluation is anticipated, but not yet begun.

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified on 04/26/2017 that when the unit was being started up in diagnostic mode, it turned off automatically. The technician additionally identified that the displayed voltage of the internal battery after 20 minute operation with the outlet port being fully open was less than the specified value at test 11 (battery test) of performance verification test, and the unit failed. There was no patient involvement.